Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported heart block remains unknown.

Event description:
During an atrioventricular nodal reentrant tachycardia procedure, a transient blocked p wave occurred just after a radiofrequency lesion. Ablation had been stopped before having any p wave blocked (they appeared a few seconds after the rf shot has been stopped). Review indicated that no p wave blocked occurred during rf delivery and the catheter had not moved during rf delivery. The patient recovered quickly.